Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2022 and suture was used. Suture breakage occurred while suturing. There were no adverse patient consequences reported. No further information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). H3 investigation summary: complaint sample: 1 opened unit of actual complaint sample foil along with zipper tray, lid, needle and partially disintegrated suture pieces received for investigation for code nw1205 lot t8025. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. Upon visual inspection it was identified that the suture received is in partially disintegrated condition. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at top label side as well as bottom cavity side of the packs were observed. Received needle was visually inspected and found satisfactory. Retain sample: five retain samples of incident code nw1205 lot t8025 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 1.628 kgf and value at the time of finished good release was found to be 1.684 kgf which meets the in-house average knot pull tensile strength requirement i.e., nlt 1.016 kgf. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw1205 lot t8025. No other event was reported for same description from other parts of country. ¿the detected breakage of suture issue may have been observed due to ingress of humidity through the observed pinholes¿. The observed pin holes might have generated during improper storage and handling of the product. Hence the complaint could not be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h3. Device evaluated by manufacturer?, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/28/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional h6 component code: g07002 - device evaluation pending.